Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista access. It was stated that water infiltrates around the control keyboard. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. According to the information provided by getinge technician, the affected control keyboard (ard568805501) was replaced. It was established that when the event occurred, the surgical light did not meet their specifications since presence of water affects surgical light¿s functionality and safeness, and in this way, the device contributed to the reported situation. Gathered information does not indicate if the device was or was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of claimed devices to the number of sold devices worldwide, we estimate that the failure ratio is very low. A technical evaluation was performed by the subject matter experts at maquet sas. As they stated, according to the information provided the presence of oxidation in the device is the result of a liquid penetration or condensation from the facility, it is a phenomenon external to the device. This problem is not related to the device, the volista surgical light is not supplied with water and is not a source of a liquid leak. For safety reasons a functional check of the device is required to verify the absence of damage. We believe the related devices are performing correctly in the market. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 11th may, 2023 getinge became aware of an issue with one of surgical lights - volista access. It was stated the water infiltrates around the control keyboard. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 : device not returned to manufacturer.